Event description:
The fe reported that the sys intermittently would not boot up. This resulted in an intermittent, recoverable loss of imaging functionality, which could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep performed an on site investigation. The control panel processor board was replaced during the service call. The sys was tested and found to be working as intended and put back into service.